Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an 18-year-old female patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The shock was not delivered to the patient. Complainant indicated that the patient subsequently expired. However, they believe it was not a result of the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was found to be functioning properly, with no errors before the event. During use, it initially detected a shockable rhythm and began charging, but as part of the same analysis reversed the decision to a non-shockable rhythm. As a result, the device canceled the shock, and no shock was delivered. This behavior is consistent with the device's design and safety features, as described in the user guide. The device functions as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.